Manufacturer narrative:
The returned device was evaluated and the received device was fully deployed and the pink slide insert was seen in the viewing window. No damages or defects were observed with the needle mechanism that would cause the needle to unable to be retracted or unable to properly deploy. The device data did not show any pulse width increases or struggle during the run and was deactivated at 2509 pulses. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient applied a pod the needle had not fully retracted. The pod was not worn.